Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that ah plus export 3ml china that was used in a filling procedure, the patient experienced apical pain symptoms. The product changed color. The product was removed and the area was rinsed and disinfected again.

Manufacturer narrative:
Investigation results: the material identity of the tubes ("amin & epoxid") corresponds to the reference samples. The consistency and the setting behavior of the material are okay. No abnormalities. The assessment is not applicable to this complaint. DHR the DHR of the complained batch was checked. There were no abnormalities in the DHR. Failure mode - patient reaction root cause - other conclusion code - indeterminable.